Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the inlet tube to the drain bag was kinked and would not allow drainage, and the nurse was forced to change it out. The event occurred on three separate occasions.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the returned sample noted one opened (without original packaging), center entry drain bag with connected inlet tubing and sample port connector. Visual inspection of the sample noted that the inlet tubing was kinked significantly (50% tube diameter reduction) in the area above the drip chamber. This was out of specification, which states, "tubing must not be kinked as to reduce the i.d. More than 25%." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿incorrect assembly operation /components placement / accessories. (Incorrect assembly).¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap fromdrainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail near the foot of the bed using string or hook. Important: hang drainage tube in a straight fashion from bedside to drainage bag using sheeting clip to secure drainage tube to sheet. 3. To empty bag: a. To remove outlet tube from housing, gently squeeze connector arms and pull tube fromhousing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 4. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Directions for using bard ez-lok® sampling port: bard ez-lok® sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inlet tube to the drain bag was kinked and would not allow drainage, and the nurse was forced to change it out. The event occurred on three separate occasions.

Event description:
It was reported that the inlet tube to the drain bag was kinked and would not allow drainage, and the nurse was forced to change it out. The event occurred on three separate occasions.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the returned sample noted one opened (without original packaging), center entry drain bag with connected inlet tubing and sample port connector. Visual inspection of the sample noted that the inlet tubing was kinked significantly (>50% tube diameter reduction) in the area above the drip chamber. Additional unopened samples were tested and all 13 samples from the set were opened and evaluated. None of the 13 exhibited any tube kinking. This was out of specification, which states, "tubing must not be kinked as to reduce the i.d. More than 25%." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿incorrect assembly operation /components placement / accessories. (Incorrect assembly).¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap fromdrainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail near the foot of the bed using string or hook. Important: hang drainage tube in a straight fashion from bedside to drainage bag using sheeting clip to secure drainage tube to sheet. 3. To empty bag: a. To remove outlet tube from housing, gently squeeze connector arms and pull tube fromhousing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 4. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Directions for using bard ez-lok® sampling port: bard ez-lok® sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.